Event description:
It was reported that during a direct stenting procedure of the heavily calcified, moderately tortuous, eccentric 90% stenosed de novo lesion of the right coronary artery, intravascular ultrasound (ivus) confirmed that the non-abbot stent was not well apposed to the vessel wall and the nc trek was used to postdilatate; however, during the first inflation of 15-16 atmospheres for 20 seconds the balloon ruptured. A non-abbott balloon was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the nc trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the under deployed stent such that the balloon ruptured upon the first inflation at 16 atmospheres. Review of the lot history record indicated no non-conforming material reports for the lot. A search of the complaint database indicated no other incidents. There is no indication of a lot specific product quality deficiency. All balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.